Event description:
The user facility reported during a spinal procedure in 2007, the physician had the tip of the device break off inside the patient. Additional information: the device was purchased in 2003. It was observed the device broke during the surgery, and the time surgery had to be extended could not be determined.